Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pulse generator (ipg) pacing failure following connecting the ventricular lead to the connector port of the device was observed. It was revealed that the lead tip had not reached the end in the connector port, and therefore, the lead was inserted anew. However, the lead could not be inserted to the end. The atrial lead was inserted to the port on trial and it did not reach the end either. The ipg was not used and was replaced. No patient complications have been reported as a result of this event.